Manufacturer narrative:
Suspected deflation. No product returned. No product returned. As no product was returned or lot no provided it was not possible to perform a product inspection or review of the product history sheet to confirm if the product was manufactured within specifications. No conclusion can be drawn.